Event description:
The pt was experiencing variations in the quality and the volume of sound. Exlantation/reimplantation surgery was performed 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.